Event description:
It was reported that medication had leaked into the bag while took the pump out of the carrying bag and it was noticed that leakage coming from the cassette tubing. Patient suspected that a fall of the pump might damaged the cassette tubing. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.